Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls on the day of event occurrence were out of range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and did not find any malfunction. A siemens headquarters support center (hsc) specialist reviewed the instrument data. The customer had run chemistry wash and repeated quality controls and patient sample, all of which were acceptable. The hsc specialist stated that the customer centrifuges heparin plasma sample tubes for two minutes at high rotations per minute using stat spin. The tube manufacturer recommends that the sample be centrifuged for ten minutes. The hsc specialist stated that as per the tube manufacturer, centrifuging the sample at higher rotations per minute and shorter time allows increase cellular debris, which can carry conjugate into the reaction cuvette causing falsely elevated ltni values. The hsc specialist determined that the cause of the discordant, falsely elevated ltni results on one patient sample was consistent with the sample specific issue. The cause of quality control being out of range is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ltni) results were obtained on one patient sample upon initial and repeat testing on a dimension rxl max with hm instrument. The sample was repeated on a dimension xpand plus instrument, resulting lower, however, quality control on the dimension xpand plus instrument was out of range. The customer informed the physician(s) about the issue obtaining a valid result. The physician(s) was in the process of discharging the patient and asked the customer to cancel the test. Upon a siemens customer care center (ccc) specialist's recommendation, the customer repeated the patient sample on the same instrument, which resulted lower. None of the results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni results.